Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges pneumonia on two occasions. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Update: corrected narrative (section b5): the manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges pneumonia on two occasions. Medical intervention was not specified. The device was not yet returned. If any additional information is received, a follow up report will be filed. Section h: health impact grid: changed to "serious injury/illness/impairment". Evaluation method code grid: updated to "device not returned." Evaluation results code grid: updated to "no findings available." Conclusion code grid: updated to "cause not established."

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges pneumonia on two occasions. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Manufacturer narrative:
1) the dreamstation go auto device was returned to the pil for lab investigation. During the internal and external evaluation of the device it is observed that evidence of sound abatement foam degradation/breakdown was not observed in this device. Pil initiated therapy with the device and verified airflow, using a pil supplied known good ac power cord. Pil was not able to verify humidifier functionality because the software version installed on the device does not support a humidifier. Pil attached the customer supplied battery pack, initiated therapy and verified airflow, and that the device operates with a battery pack. There were secondary findings are observed as: · 1 error was logged. Coin battery (bt1) on the pca (printed circuit assembly) was found to be depleted. · pil was able to get care orchestrator information from device. · micro usb cover was missing. · the humidifier access end cap had dust like contamination in it. · dust-like contamination and tiny hairs/fibers in the air outlet port. · power supply lid and the power supply had dust-like contamination on it. · air inlet baffle had yellowed and had dust-like contamination and tiny hairs/fibers on it. · dust-like contamination in the bottom enclosure, blower motor and in the blower box. (Battery) · battery pack worked as expected. · battery pack connection area was visually free of contamination. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Additionally, pil was not able to confirm the complaint or address the symptoms specified. 2) in the previous file the report was submitted for initial which is updated to final in this report. Additionally, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid were also updated in this report.